Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The customer did report symptom of dry mouth, states it's either high or low he has dry mouth means his sugar is not within normal ranges. The expected fasting blood glucose test result range is undisclosed. Medical attention is not reported as a result of the actual blood glucose results and reportable symptoms. The product is stored according to specification in the bedroom, but this vial in particular was left open for 30 minutes and was left in the car for several weeks. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 1/23/2019. The meter memory was not reviewed for previous test result history.